Event description:
It was reported by the wound ostomy continence nurse that the end user's stoma doubled in size, was edematous and swollen with scattered, minimal bleeding. The nurse reported the wafer was too small, constricting the stoma causing pain and strcturing, which caused stools to be ribbion like with high pressured output from stool and gas backing up. The nurse also reported circumferential depression from the convex wafer. Photographs were provided on (B)(6) 2015.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.